Event description:
During routine testing of the device, the user reported the slide bar did not slide smoothly on the electronic gas blender when operated from the central control monitor. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.